Manufacturer narrative:
Physio-control observed during review of device download data that one of the batteries was at a low charge of 11-12%. Root cause could not be identified, however the low battery charge may have contributed to the reported issue.

Event description:
The customer contacted physio-control to report that their device lost power during a call. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. However, physio reviewed the device data and verified the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device lost power during a call. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.